Event description:
Plaintiff alleges that she has in the past and will in the future experience physical injuries, pain and suffering, embarassment, humiliation, loss of enjoyment of life, lost future earnings, lost earning capacity, present and future medical expenses, fright and apprehension, emotional distress, inconvenience and other incidental and consequential damages. Plaintiff's spouse has suffered the loss of the usual services, society, and consortium of plaintiff, and spouse has been required to provide special services and care to her.